Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 130 mg/dl. Troubleshooting was initiated for the motor error alarm. The customer stated that there was a crack on the screen; he does not remember how or when it got there. The customer also confirmed that the pump alarmed with a motor position encoder error. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump passed the displacement, basic occlusion and prime tests. However, the pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm other error alarms due to an erased history file. The pump also had minor scratches on the display window, and a cracked reservoir tube lip.